Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Corrected brand name, catalog number, and serial number.

Event description:
Reporter stated an inform ii hub began to smoke when a base was plugged into it. He reported there was no power supplied to the base except by the hub, and he disconnected the base as soon as he noticed the smoke. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.